Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate eye design (dimension too large)". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Critical care nurses reported in an online survey that they were not able to successfully place the foley catheter in a patient. The placement of the 2-way hydrogel coated prostatic foley catheter was not successful because they did not insert this.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
Critical care nurses reported in an online survey that they were not able to successfully place the foley catheter in a patient. The placement of the 2-way hydrogel coated prostatic foley catheter was not successful because they did not insert this.